Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface due to fall. Unknown bone cement was used. No surgical delay. Doi: 2015; dor: (B)(6) 2020; left knee.

Event description:
On (B)(6) 2016 the patient had a left total knee arthroplasty to address severe arthritis. Depuy components were utilized, including patella along with competitor cement x2. On (B)(6) 2020, the patient had a left total knee arthroplasty revision due to unstable left total knee arthroplasty with medial tibial plateau subsidence and loose tibial component. The surgical notes reported bone loss, loosening occurred at cement/implant interface. Left doi: (B)(6) 2016 , dor: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the joint instability and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.